Event description:
New information received notes that no rf telemetry failure was noted upon reexamination, and no physician allegation of premature depletion was made.

Event description:
It was reported that a patient presented with loss of telemetry and premature battery depletion noted on the patient's insertable cardiac monitor. The device was explanted and replaced on (B)(6) 2025. No adverse patient consequences were reported.